Event description:
A report was received that the patient was having pain at the pocket site. The physician confirmed that the ipg had slightly migrated. The patient was prescribed lidoderm patches and will undergo a pocket revision procedure.